Event description:
The customer reported to olympus there was an internal leak of the air/ water channel on the evis exera ii ultrasound gastrovideoscope found during reprocessing. There were no reports of patient harm associated with this event. During inspection of the customer returned device, the forceps cover glue was found peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s complaint of a leak was confirmed as the instrument channel was leaking. In addition, the following defects were found during inspection: missing echo signals due to piezoelectric elements damaged in the ultrasound probe and looseness of the elevator channel plug the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.